Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the right side frame is broken on the right side of the frame at weld.